Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Expiration date: unknown, as the lot number was not provided. Lot number: unknown, information not provided. UDI number: unknown, as the lot number was not provided. If implanted, give date: not applicable, as the product is not implantable. If explanted, give date: not applicable, as the product is not implantable. Device manufacture date: unknown, as the lot number was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of a 1mtec30 cartridge was cracked during handling, but prior to insertion with no patient contact. No additional information was provided.

Manufacturer narrative:
Device available for evaluation, returned to manufacturer on: 01/18/2018. Device evaluation: the product was returned to the manufacturing site for evaluation. The cartridge was observed under microscope 10x magnification and the cartridge was observed with a lens stuck and a protruded hole in the cartridge tube. Scarce amount of viscoelatic residue were observed only in the cartridge tube. The condition of the cartridge tip appears to be cause by the force of the hand piece push rod since the scarce amount of viscoelastic used. The complaint was verified however, due the condition of the lens the complaint cannot be related to manufacturing process it could be related to the handling process. Therefore, the complaint was not verified. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.